Event description:
As noted in a publication, carotid artery stenting in a community setting: experience outside of a clinical trial. Clinically significant bradycardia or asystole occurred in 11 patients with smart stents because of carotid bulb manipulation necessitating short-term ventricular pacing in the interventional suite; all pacemakers were removed prior to transfer to the ICU. There were no complications related to either pacemaker placement or performance. No patient required atropine or prolonged blood pressure support. The smart stents were deployed via percutaneous femoral artery access, with anticoagulation.

Manufacturer narrative:
Literature citation: bush et al carotid (2003). Artery stenting in a community setting: experience outside of a clinical trial, 17, 629-634. Please note that one MDR report is being submitted for multiple patients with no patient demographics or device specifics. The literature publication has been attached to this initial medwatch report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as noted in a publication, carotid artery stenting in a community setting: experience outside of a clinical trial. Clinically significant bradycardia or asystole occurred in 11 patients with smart stents because of carotid bulb manipulation necessitating short-term ventricular pacing in the interventional suite; all pacemakers were removed prior to transfer to the ICU. There were no complications related to either pacemaker placement or performance. No patient required atropine or prolonged blood pressure support. The smart stents were deployed via percutaneous femoral artery access, with anticoagulation. The stents remains implanted thus unavailable for analysis. There is no sterile lot numbers available; therefore a review of the manufacturing documentation could not be performed. Bradycardia related to carotid stenting is usually related to baro-receptor stimulation. Baroreceptors detect the amount of stretch of the blood vessel walls, and send the signal to the nervous system in response to this stretch, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, pharmaceutical, vessel and procedural factors may have contributed to the reported events. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.